Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl defibrillator showed an incorrect joule reading during testing. There was no pt involvement.